Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l3-s1 to treat lumbar spinal canal stenosis. Approximately three years post-op, the patient underwent a surgery to treat the adjacent level, the construct was extended up to l1. Four months later, the patient underwent a revision surgery due to a set screw backs out at l1. Only the backed out set screws were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Set screw rod interface node height and morphology of node deformation are atypical of full tightening. Node deformation height (at center) significantly different than typical from bench tested sample. Rod witness marks on set screw rod interface surface suggests the rod may have been located in the head at an angle. This is indicated by the rod witness marks on the surface of the set screw, and the asymmetrical final tightening witness marks. Set screw rod interface node height and witness marks indicate rode may not have been completely seated in bone screw at final tightening.

Manufacturer narrative:
Analysis of films found: complex construct noted from l1-s1. Initial construct l3-s1 extended with longitudinal extenders to l1. No screws placed at l2. Plif noted with spacer at l1/2. Set screw has backed out at l1 on right side of the x-ray. May be loosened on the left as well.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. X-rays were supplied for review, however, analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.